Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion. It was also noted that the cylinders were not working properly due to fluid loss. The ipp was explanted. There is no additional information reported.